Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance was observed on normal mode and system diagnostic testing on the patient¿s vns. X-rays were reportedly performed, but no lead fractures were observed. Surgical intervention is likely but has not occurred to date.